Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9304167. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process.

Event description:
It was reported that an unspecified number of bd saf-t-intima¿ safety systems with y adapters 24 ga 0.75 in experienced leakage at the connection site which was noted during use. The following information was provided by the initial reporter: material no: 383313 batch no: 9304167 description: we've had a couple of incidents with our butterfly needles leaking contrast on our patients in the past couple of days. The contrast is not coming from the injection site, it's leaking out from the yellow "y" port. I strongly feel we have a bad batch. Customer response: how many times has the incident occurred, and what are the dates? Three times 3/5, 3/6 and 3/10. Did the course of treatment change? No was there exposure to blood/bodily fluid? No was there medical intervention? No are samples available for investigation? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd saf-t-intima¿ safety systems with y adapters 24 ga 0.75 in experienced leakage at the connection site which was noted during use. The following information was provided by the initial reporter: material no: 383313, batch no: 9304167. Description: we've had a couple of incidents with our butterfly needles leaking contrast on our patients in the past couple of days. The contrast is not coming from the injection site, it's leaking out from the yellow "y" port. I strongly feel we have a bad batch. Customer response: how many times has the incident occurred, and what are the dates? Three times 3/5, 3/6 and 3/10. Did the course of treatment change? No. Was there exposure to blood/bodily fluid? No. Was there medical intervention? No. Are samples available for investigation? No.